Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, the device could not be interrogated. The device was not used.

Manufacturer narrative:
Additional information: the reported field event of the failure to interrogate the device was confirmed in the laboratory. The device was returned with no output and no telemetry. Telemetry and output were both re-established after cutting open the device can, which is consistent with a hardware latch-up condition. The device was tested on the bench and no anomalies were found. The cause of the failure to interrogate was consistent with the hardware latch-up condition.